Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.

Manufacturer narrative:
Date of report: 09sep2021.

Event description:
The customer called into technical support (ts) reporting that the device is not getting ac power (24v failure), is able to power on while the battery is connected properly. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. Customer verified in service mode, there was no 24 dc volts. The rse instructed him to check with an ac voltmeter the ac volts coming out of the ac inlet. He was getting 116ac volts. Recommended part is a power supply. Further information is pending.